Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: g4, h6. H3 investigation summary - the product was returned to ethicon for evaluation. Four representative unopened samples were received for analysis. Product code mcp4394h. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damage was observed on the external packet. In order to evaluate the condition of the returned samples, the packets were open, and the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to bent or breakage needle could be observed during the evaluation. In addition, the sample was tested by resistance test to the needle and met the requirements. To complement this assessment, six photographs were provided that visually document a broken needle in two sections during the surgery. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h3, h6. Corrected information: d4 UDI. H3 investigational summary: the product was returned to ethicon for evaluation. Four representative unopened samples were received for analysis. Product code mcp4394h. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damage was observed on the external packet. In order to evaluate the condition of the returned samples, the packets were open, and the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to bent or breakage needle could be observed during the evaluation. In addition, the sample was tested by resistance test to the needle and met the requirements. To complement this assessment, six photographs were provided that visually document a broken needle in two section during the surgery. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, the surgeon reports "I would like to inform you of a major defect of the new monocryl 4/0 antibacterial thread, which I have been using for less than 1 months (use of the remaining stock of the old reference until then). The needle is of poor quality, it twists in a few passes and breaks in the middle. I have already had this phenomenon at least 4 times with yesterday a piece of needle stuck in the patient's tissues and difficult to find. This has never happened to me before, rather than loose threads, but never a broken needle. I attach photos taken yesterday testifying with the references of the thread. I think it is urgent to point out this defect and change this reference." No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: "as I have already reported, each of the reported adverse events ((B)(4)) resulted in: - loss of micro fragment of needle in the tissues of the patient that I must take care to remove and do not forget, you will find attached photos testifying to this incident, with a needle broken in the dermis of the patient during an overjet. Another time the fragment jumped on the field and we must find it... No x-rays were needed; they were always found searching well. There is no tissue damage. - use of minimum 3 threads to overspray the chest, therefore excessive consumption and prolonged intervention time - the needles sent are those of a single intervention for the moment there have been no immediate serious complications related to these incidents, but since they are daily, it is likely to happen (foreign body for life, recovery in the operating room for excision, local superinfection, death...) I hope I do not wait for that to happen before action is taken. " this is also applicable for the case (B)(4) opened for the recurring issue. The exact number of impacted procedure is unknown. According to the information below: the reason of using more threads during surgery. Because needle broke.